Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed he customer reported complaint and found the instrument to have a broken grip at the grip base. A piece approximately 0.208" x 0.663" was found to be broken off the yaw pulley. The broken piece was not returned. Broken instrument grips-tip is typically attributed to mishandling or misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, the cadiere forceps was observed to have a broken tip. There was no report of patient involvement.